Event description:
It was reported that, during a remote follow-up, episodes of decreased r-wave amplitude values, decreased pacing threshold values, and noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended either reprogramming or lead revision to resolve the event. No intervention has been performed at this time. The patient was stable.